Event description:
Pt reaction with first use dialyzer, not preprocessed. Fifteen mins into dialysis pt complained of back pain and "felt pulse throughout body." Blood was not returned to the pt. Estimated blood loss approx 250 cc. Pt was switched to competitor dialyzer without any problems.